Manufacturer narrative:
At bench repair, the reported issue was unable to be duplicated. The bench service engineer (bse) could not reproduce the reported failure. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a low leak co2 rebreathing risk alarm occurred. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. It was reported that the low leak alarm could not be corrected. The reported issue could not be replicated by the biomedical engineer (bme) with the remote service engineer. The unit is currently being sent to bench repair for further analysis.